Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under PMA # p030031/s053. Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and coagulum formation occurred on the tip of the catheter. After withdrawal of the catheter at the end of the ablation procedure, the tip of the catheter presented a light carbonization. The generator was set to power control mode with ablations being performed between 20 and 30w. Temperature cutoff was 40°c normal temperature around 35°c normal impedance around 130 ohms and flow was at 8ml/min. There were no issues related to temperature or flow on the catheter. There were no error messages on biosense webster equipment and the physician/user did not see any product problem. Saline solution was used during the procedure with no anticoagulant. The physician mentioned this never happened previously with smarttouch catheters and is only happening now with smarttouch sf catheters. The physician was informed that it is recommended to put heparin in the saline solution. The practice of using heparinized saline has now been adopted. The procedure was completed with no patient consequence. The instructions for use states: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. This event is MDR reportable because coagulum has poor adherence to catheters and transseptal sheaths, it could be a potential source of embolism.